Event description:
Complaint from attorney states "pt died from an alleged morphine overdose, and that the overdose resulted from medical negligence and/or an unspecified product defect. No further info on this device or pt is available. Pending litigation.